Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that implantable cardiac monitor had partially eroded out of pocket. The patient had a large scab on the pocket area and experienced itchiness. The device exhibited failure to sense. The device was explanted and it was not replaced. The patient was stable during and after the procedure.